Event description:
Caller reported an issue with a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, guiding the caller through the process, and after the reset, the error code did not reappear. The caller was able to successfully start a new sensor session.